Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 428 mg/dl and 368 mg/dl. The customer's blood glucose was 350 mg/dl at the time of call. The customer stated that they treated the high blood glucose with bolus and manual injection. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.